Manufacturer narrative:
Abbott field service resolved the leak by replaced the nozzle 5a tubing (tbg, wash manifold - h2o nozzle #5 a) , adjusted and sleeved the tubing to resolve the issue. A review of complaint and trending data for nozzle 5a tubing identified no issues or trends. The review found no other similar complaints involving a spray exposure in the previous 12 months. A review of architect c16000 tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or adverse trends related to the issue described in this complaint. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c16000 was identified. Sex: male sex was checked in error as we have not confirmed the sex.

Event description:
The account stated the operator was sprayed in the face from the a5 tubing on the architect c16000 analyzer. Initially, the operator noticed liquid on the floor at the rear of the architect analyzer. While the instrument was running, the operator removed the instrument panels to investigate and was sprayed in the face. The operator was not wearing eye protection and washed his face. No medical treatment was required.